Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer smelled insulin from the cartridge and suspected that the cartridge was leaking. Reportedly, the customer continued using the cartridge and replaced the cartridge during a routine supply change. Customer's blood glucose (bg) level was between 45 and 272 mg/dl. Reportedly, the cause of the low bg was due to the customer's basal rate settings needing adjustment by the healthcare provider. Reportedly customer consumed carbohydrates to resolve low bg.